Event description:
As reported by the edwards field clinical specialist, one day following the successful implantation of a 23 mm sapien valve via a transapical approach, the patient expired due to pulseless electrical activity (pea). The tavr procedure was noted to have been without complication. There was no indication of annular rupture, left ventricular perforation, excessive access site bleeding or pericardial effusion. No thrombosis was observed. The sapien valve was described as having been implanted in a perfect 50:50 position. Following valve deployment, there was only trace paravalvular leak and no central aortic insufficiency. Flow to the left coronary artery was noted to be a little slow, but no intervention was necessary. The patient had an echo and an EKG following the tavr procedure, and nothing concerning was found. However, the patient expired later that morning. The cause of the pea was undetermined.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Despite exhaustive attempts, the medical records pertaining to this event could not be obtained. However, there is no indication of cardiac tamponade, annular rupture, or bleeding from the transapical access site. It is possible that the slow flow to the left coronary artery noted post procedure may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigaiton is ongoing.